Event description:
Reportedly, during preparation for surgery, water leakage occurred from the strain relief of the handle. Another one was used for the surgery with no report of further complication.